Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the knife suddenly stopped during the firing, did the device deliver any staples into the tissue? Yes, it did. If yes, were the staples formed properly? Formed improperly. If yes, was the staple line complete? Not completed yet. When the knife suddenly stopped during the firing, did the device cut? No it didn¿t. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?

Event description:
It was reported that during an unknown procedure, the knife suddenly stopped during the firing. So surgeon changed the device and cartridge to re-aprroximate the colon. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m54n6a. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60d loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.